Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Device was evaluated and it was found to be missing the etched actuating collar. The rotor assembly and bearings were replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.

Event description:
It was reported the sleeve of the handpiece came off the drill during a surgical procedure. There are no reports that anything fell into the surgical site. A backup device was readily available to complete the procedure, there was no procedural delay. There was no medical intervention required. There were no adverse consequences reported as a result of this event.